Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, the defibrillation conductor was cut, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay melted, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched.

Event description:
It was reported that the lead had lots of short interval noise, tripped the lead integrity alert, had high impedance, and that lead fracture was suspected. The lead was removed and replaced. It was further reported that the device was replaced due to "long qt syndrome." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.